Event description:
It was reported that a malfunction occurred. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support assisted the customer in resetting the pump and confirmed that the malfunction code did not recur.